Event description:
Reportedly, the procedure was to treat a chronic totally occluded de novo lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Prep was performed with no resistance felt during removal of the sheaths. Predilatation was performed with a non-abbott balloon catheter with residual stenosis less than 40%. A 3.0x28mm device was advanced with no resistance felt; however, the balloon was unable to be inflated and it was noted that the balloon had burst at nominal pressure. Another device was used to complete the procedure. The final patient outcome was good. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, the proximal seal was separated. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.